Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that epoxy drip on needle. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
(B)(4) follow up for device evaluation. An epoxy drip on the needle was reported. To support the investigation, twenty samples without blister packaging and two photographs were provided for evaluation by the quality team. Visual inspection confirmed that the needle hubs exhibited an epoxy drip over. The two photographs corresponded to the samples received. No additional defects or imperfections were observed. This condition could occur if there was a jam at the cannulator. A device history record review was completed for material number 303005, lot 5295348. The review did not identify any quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections were performed in accordance with specification requirements. Cannulator verification was completed; the settings were correct, and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the customers reported condition is confirmed.